Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all devices were on critical override and cce messages were current, but hsv still showed an error with 28 devices on critical override. The user mentioned that patient data was not current. Utility packages were deployed, and various es and net services were restarted. Despite executing the downtime query without delay, the error persisted, and hsv indicated that meditech was down for 2 hours and 50 minutes. A technical support specialist requested her to check with the meditech or adt team directly regarding this issue to resolve it. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was on critical override. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.